Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had audio issue. The customer blood glucose level was unknown. Customer stated that they was not able to last weak and was not able to change battery. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during selftest due to broken trace at pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.